Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4).

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device evaluation: the sample was evaluated and the lens was observed with residues of viscoelastic, body fluids and a haptic bent which is consistent with lens removal and replacement. According to the customer there was no product quality issue regarding the product. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After inserting aab00 18.0 diopter intraocular lens (iol) into the patent¿s ocular sinister (left eye) customer account reported the aab00 had to be removed due to inadequate capsular support. Through follow up, customer account provided additional information confirming no product quality issue and no serious patient injury. It was reported incision enlargement was performed, unplanned suture(s) were required, vitrectomy was performed, and the same procedure was completed successfully using a non-johnson & johnson surgical vision lens. Patient outcome was reported as positive. No additional information was provided to johnson & johnson surgical vision.